Manufacturer narrative:
The alb2 reagent lot number was 909757 with an expiration date of 31-jan-2027. The tp2 reagent lot number was 918054 with an expiration date of 31-jan-2027.

Event description:
The initial reporter questioned results for an unspecified number of patient samples on a cobas c 303 analytical unit. Discrepant results were provided for 2 patient samples tested for albumin gen.2 (alb2) and total protein gen.2 (tp2). Patient 1 initial alb2 result was 5.94 g/l. The repeat result was 43.4 g/l. On (B)(6) 2026, patient 2 initial tp2 result was 4.66 g/l. The repeat results were 68.0 g/l and 68.7 g/l.